Event description:
Report 1 of 2. Reporter from (B)(6) reported debris in sterile packaging. It is unknown if the device was used in surgery. It is unknown if there was pt/user injury or medical intervention. If any additional information should become available, this notification will be updated accordingly.

Manufacturer narrative:
Reliability engineering evaluated the product, and confirmed the loose particulate for the majority of the returned product. Some of the units had loose parent material from the packaging. Internal corrective action has been initiated in order to further investigation and resolve the issue.